Manufacturer narrative:
Company comment: the serious event of granuloma skin and the non-serious event of fibrosis at implant site were considered expected and possibly related to the treatments. Seriousness criteria includes the need for multiple medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure or foreign body reaction to the product in the local tissue. Potential contributory factors include past filler or cosmetic treatments. The sculptra was intentionally misused with a cannula. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot number was valid and verified the reported product. To date, seven medical complaints have been reported for the lot number, including this case. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to sanofi quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by a physician which refers to a 51-year-old female patient. The medical history of the patient included allergy to metoclopramide. The patient has a healthy lifestyle and does not smoke or drink alcohol. The patient had previously received the following treatments: in (B)(6) 2021, the patient received 1 vial of sculptra (lot 0j05gc) injected periosteally deep in temples and piriform fossae. A 22g 50 mm cannula was used in the deep dermis on her malar arch, gonial angle, jawline and melomental crease. The patient's concern was predominantly her loss of volume in the upper face and sagging jawline. All treatments were carried out with sterile dressing pack and a no touch technique with chlorhexidine initially then during the procedure they used clinisept. All planned periosteal needle injections were scanned prior to the procedure to reduce the likelihood of possible intraarterial filler injections. Sculptra was reconstituted at least 48 hours in advance using 8 ml of sterile water, and 1 ml of lidocaine 1% was added prior to injection. All periosteal injections of sculptra were performed using a 23g needle. A 22g 50 mm cannula was used to deposit sculptra in the deep dermis. Any restylane filler was injected with a 27g needle periosteally and a 25g 38 mm cannula was used in the dermis. In (B)(6) 2021, the patient received 1 vial of sculptra (lot 0j05gc) injected periosteally deep in the temples and piriform fossae and a 22g 50 mm cannula was used in deep dermis in the temple, preauricular space and marionettes. In (B)(6) 2021, the patient reported a very small nodule near the temporal crest, presumably as a result of spillage of sculptra medial to temporal crest line. The patient was not bothered by this, and it resolved within a few months. The hcp offered a review and the patient declined. In (B)(6) 2021, the patient had 3 sessions of morpheus 8 performed elsewhere. In (B)(6) 2022, the patient received 1 vial of sculptra (lot 1j3288) injected periosteally deep in temples, piriform fossae and gonial angle, and a 22g 50 mm cannula was used to inject the deep dermis along the jawline. Profhilo was also injected in the neck. In (B)(6) 2022, the patient received 1 ml of restylane kysse to lips with a needle, teosyl redensity 2 to tear trough, which was injected inferior to the orbital rim and restylane lyft to the nose, which was injected periosteally. All treatments were ultrasound guided. In a(B)(6) 2022, the patient underwent a pdo thread lifting procedure with mint threads. These threads originated from the malar eminence and terminated at the nasolabial grooves and marionette lines. There were 3 threads inserted along the jawline. These were positioned deep onto the smas. On (B)(6) 2022, the patient received treatment with 1 vial of sculptra (lot 1j6103) to lateral cheek, temple, preauricular area, in the gonial angle and along the jawline in the deep dermis with a 22g 50 mm cannula with unknown injection technique. The sculptra was injected using 22g 50mm cannula (intentional device misuse). The patient was administered with sculptra as per advised dilution and superficial depth. On an unknown date in (B)(6) 2022, the patient received treatment with 1 ml of restylane defyne to the chin area, using both periosteal injection and a 25g cannula in the dermis (unknown lot number). In (B)(6) 2023, the patient received treatment with restylane lyft lidocaine (lot 20839[?]2) to gonial angle and jawline using cannula (unknown amount and injection technique). The patient felt she had a good result as she noticed the results in (B)(6) 2023. In (B)(6) 2023, the patient experienced nodules/lumps/granulomatous reaction (granuloma skin) with sculptra. On (B)(6) 2023, the patient reported that approximately 4 weeks earlier while on a hot holiday, she became aware of lumps in the gonial angle extending up to the preauricular space and along the jawline on the left side. It was mobile, not red and not tender. The patient did not feel unwell. The patient told the hcp that she was actively being investigated for a parotid tumor in private. Her routine bloods, inflammatory markers and sarcoid markers were all normal. The patient has had a fine needle aspiration (fna) and was currently waiting for the histology results. She informed that the hospital uss scan report mentioned masses separate to the parotid and she was assured that the appearance was not consistent with a malignancy. That is when she had the discussion with her ent surgeon about her filler treatments in the area. On (B)(6) 2023, the patient was advised to start on 20 mg prednisolone [prednisolone] and 100 mg doxycycline [doxycycline] until she had her CT scan and then the hcp would see her in clinic for evaluation and/or intervention. On (B)(6) 2023, the patient had a CT with contrast arranged by her surgeon. On (B)(6) 2023, the patient reported a slight improvement and clinically there was an improvement compared to the photos sent. She reported that some days the masses were more evident than others. She did not think her mouth was drier than usual. Upon palpation, there was firm tissue/dense fibrotic tissue (implant site fibrosis) that had defined margins along the injection pattern of the sculptra administered in (B)(6) 2022. There was an ascending linear mass finishing under the malar arch, there was a spherical element sitting deeply and posteriorly at the gonial angle (in keeping with a bolus of sculptra injected here) and another linear part extending from the gonial angle to the pre jowl sulcus. There was no firm tissue in the temples nor in the piriform fossae. These masses were more evident on the patient's left side but there was also firm tissue in a similar distribution on her right side. On the left jawline, the mass appeared to sit superiorly to the masseter muscle. It felt around 5 mm below the surface of the skin in the deep dermis and was highly mobile and did not appear attached to the masseter. There was no tenderness nor heat and there were no associated raised lymph nodes in the cervical chain. On (B)(6) 2023, the uss scan was performed on both cheeks at the clinic. The probe was initially positioned vertically and then moved horizontally (the pictograms did not show this change of probe positions). Above the masseter it appeared to be a heterogeneous band with mixed echogenicity that had some definition with possibly some posterior enhancement. Within this band in one image there were isoechoic circular clouds at 3[?]5 mm deep. The masseter appeared to have some particularly hyperechoic septae. In another view, the large anechoic ovoid mass with central hypoechoic spot hcp was thought to be a parotid lymph node. The ultrasound showed changes within the tissue as a result of the sculptra, but it was difficult to ascertain if that was a granulomatous or a normal tissue response. The hcp reported that the patient was overresponding to the most recent sculptra and was possibly forming or had formed a granulomatous reaction (granuloma skin). The hcp did not believe that ha was involved because the firm tissue distribution was more consistent with the sculptra injection sites. The ha was not injected in the pre-auricular space and the rest of the patient's ha sites were quiet. The hcp planned to wait for the results of her fna. The hcp had prescribed prednisolone because the hcp felt there was a need to dampen the possible granulomatous response while it appears to be in an early active phase. The hcp would also consider intralesional triamcinolone because the hardened tissue was in the deep dermis, but the hcp was concerned about possible lipoatrophy. The patient had asked the hcp about surgical intervention, but the hcp decided to wait and see because most nodules dissipate on their own over time but may take months or years. On (B)(6) 2025, the patient returned to the hcp because there had been no resolution of the nodules 27 months after the initial presentation of the complication and these nodules were cosmetically disfiguring. She had been systemically well. There was no change in the feel or size of the nodules. There has been a rectangular block of dense hard nodular tissue attached to the dermis but extending into the subcutis and it was not attached to the bone. The nodule extended from the submalar area to the gonial angle, of 4 x 3 cm size. There were also other areas of her face, such as the other submalar side and along the jawline that had dense fibrotic tissue on palpation however these were not evident. On (B)(6) 2025, the hcp examined and performed an ultrasound test which confirmed non-uniform hypoechoic areas with linear strands of calcinosis scattered throughout the field. In 2025, the hcp performed 2 sessions of treatment for breaking up this dense fibrotic tissue with 10ml of bacteriostatic saline [sodium chloride] along with 1500 hyaluronidase [hyaluronidase] to assist in the dispersal. It was difficult to pass the 26g 40mm needle into these areas of fibrosis. The hcp would be seeing the patient for follow-up. The hcp evaluated the need for a triamcinolone injection due to changes in the nodules. Initially, both the hcp and the patient were cautious about proceeding because of the risk of dermal atrophy. Outcome at the time of the report: nodules/lumps/granulomatous reaction was not recovered/not resolved/ongoing. Firm tissue/dense fibrotic tissue was not recovered/not resolved/ongoing. Sculptra was injected using 22g 50mm cannula was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2023 from the same reporter: information on patient demographics, medical history, product start date, injection technique, needle type, device location, lot number, expiry date, additional suspects, additional events, corrective treatments, outcome and narrative was updated. V.2 fu received on (B)(6) 2023 from the same reporter via regulatory authority: event (intentional device misuse) added. Information about patient age, weight, sculptra implant date, expiry date and event onset date were updated. V.3 fu received on (B)(6) 2025 from the same reporter: case upgraded to serious. Verbatim and coding of event implant site nodule and induration updated to granuloma skin and implant site fibrosis. Suspect device location, corrective treatment and lab test (ultrasound) details were updated.